Manufacturer narrative:
The product was not returned for evaluation. However, a device evaluation was conducted. The product identity was not confirmed as a result of the part not being returned. However, the distributor provided a picture. The picture clearly shows a fracture transverse along the drill tip. Therefore the complaint is confirmed. The most likely underlying cause of the complaint could not be determined as the product was not returned. The non-conformance database was reviewed and no non-conformance was found for this product. There are no indications of manufacturing defects. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The reason for this late report is that the event was incorrectly assessed as non-reportable. Upon re-assessment, it was determined this event should have been reported.

Event description:
It was reported the twist drill "was broken when inserted to the stitching parts of forehead." The procedure was completed by using another available twist drill. It is reported that there was no delay that exceeded thirty minutes and no foreign body was retained.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The visual inspection revealed the drill is fractured through the flutes close to the shank; therefore, the complaint is confirmed. The major diameter of the drill was measured in the evaluation and found to be within specification. The most likely cause was determined to be excessive force. The non-conformance database was reviewed and no non-conformances were found. According to the evaluation there are no indications of manufacturing defects. The warnings in the package insert state this type of event can occur.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.